Event description:
Cut to brow. Cut was closed with device at 10:00pm. The device was applied in at least two layers. Pt was returned one hour later due to the wound reopening. When they returned the wound was sutured. No adverse conditions were reported. Product storage conditions were confirmed. Emergency services doctor stated that a device from the same box failed to polymerize on their finger, however product that was to be returned for evaluation had not arrived at the time of this filing. No further information has been provided on the patient and their condition.